Event description:
This ra lead was implanted on (B)(6) 2011. A call to technical services on 4/21/11 states that there is going to be an atrial lead revision due to noise on atrial channel. Storage of noise began (B)(6) 2011. Lead impedance > 2000 ohms. Due to patient related condition, md dr. (B)(6) postponed revision until tomorrow pending normalization of patient laboratory values. No adverse patient effects, patient programmed vvir. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).